Event description:
It was reported that the patient received inappropriate shocks due to noise oversensing. It was suspected ventricular lead interference between the manufacturers¿ pace sense lead and the competitive shocking lead. The rv lead was explanted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor was fractured, the outer insulation of the lead developed a breach due to abrasion while in vivo. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).